Event description:
In 2008 I underwent pip breast implant surgery and since I had gel leakage and contracture, I had have replaced them with another brand of safe implants inspires tsx allergan which from the moment of the implant I generated rejection, my stitches were infected the following year they had to intervene again rearranging my nipple and continue with symptoms like vertigo, high immunoglobin, high sedimentation rate, system affected immune, headache, and fatigue. Please, I need to keep track of my health, because my symptoms are getting worse. After the implant my child was born, who had breastfeeding because he had a protein caloric deficiency. FDA safety report ID# (B)(4).